Manufacturer narrative:
Complaint evaluation: the customer called and spoke with a philips remote service engineer (rse). The reported issue could not be confirmed because the customer refused our service. Customer resolution and conclusion: as the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure. The reported issue could not be confirmed because the customer refused our service.

Event description:
It was reported to philips that the device required instruction of use.there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.